Manufacturer narrative:
The sales representative was going to investiage this further. Should additional information become available to our company, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this sales representative was requesting a device check to verify outputs because she was informed there was loss of capture occurring. Appears the right ventricular outputs were programmed to 0.8v at .5ms. A remote follow up download from (B)(6) 2010 (5 months ago) indicated the outputs were at 2.6v. Technical services concluded that it appears someone reprogrammed the right ventricular outputs previously. No adverse patient effects were reported.